Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of misassembly - inverted component could not be verified due to the product not being returned for failure investigation. A device history record review for model mx4436 lot number 22085615 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd maxguard extension set with needleless y-site there were flow issues. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: as it was reported by customer that while using the bd primary gravity IV administration sets the product would not prime is because of the blue back check valve was put on backwards causing injected medication to flow up the IV bag rather than to the patient.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22085615. Medical device expiration date: 18aug2025. Device manufacture date: 11aug2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard extension set with needleless y-site there were flow issues. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: as it was reported by customer that while using the bd primary gravity IV administration sets the product would not prime is because of the blue back check valve was put on backwards causing injected medication to flow up the IV bag rather than to the patient.